Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there were discrepancies between the sensor glucose and the blood glucose values. The customer was in the hospital due to a shoulder surgery. The customer had not eaten for 18 hours. The sensor glucose was 150 mg/dl, the blood glucose was 314 mg/dl. 30 minutes later the sensor glucose was trending down, the blood glucose was 357 mg/dl. 10 units of insulin were administered. The meter showed blood glucose of 258. Then, 5 minutes later it was 128 mg/dl, and then it crashed to 58 mg/dl, which was treated with dextrose. The customer stated that the day prior to the phone call the readings were 180 points off. The sensors were falling out after 3 days because of a lot of sweat. The morning of the phone call the customer went to physical therapy and had an electric shock. The insulin pump and the transmitter were removed but the sensor was still connected to the customer. At the time of the call their blood glucose was 157 mg/dl. Nothing further was reported.